Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump alarmed no delivery when she attempted a bolus delivery. Customer's blood glucose was 320 mg/dl. She treated with manual injections. In troubleshooting, insulin exited the tubing during a fixed prime. The cannula was not bent. Customer was advised there may have been a site related issue. She was advised to change her infusion set and monitor the device. She declined troubleshooting for high blood glucose. Nothing further reported.